Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A clinical director reported that an audible pop was heard and a cannula dislodged from the syringe while hydrating the wound during surgery. The dislodged cannula then flew across the room. The patient's lens was noted to be dislodged, unspecified, due to a change in the pressure. Patient harm is unknown. Additional information has been requested. Additional information received clarified that when the audible pop was heard, the cannula was in contact with the patient's right eye. The intraocular lens was pushed back, but it did not result in any lens explant. The cannula was then found on the floor. The patient has been referred to a retinal specialist for further, unspecified treatment.